Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event but visited the pd clinic. The patient was initially treated with ceftriaxone (dose, route, frequency, and duration not reported) and cefazolin (dose, route, frequency, and duration not reported) for peritonitis, but this treatment did not work. The patient then changed their treatment to vancomycin (dose, route, and duration not reported, frequency of two doses every five days). Outcome of the event and action taken with therapy were not reported. No additional information is available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is the same patient as (B)(4).